Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon investigation, it was noted the right atrial lead exhibited multiple atrial noise reversions and automatic mode switches. Multiple electrograms showed atrial noise. The patient reported to had felt some short, fast feeling heart rates. The physician thought the fast feeling heart rates could be due to the tracking of the atrial noise. Programming changes were made. The patient was stable.